Manufacturer narrative:
Date of event is estimated. The reported event of the charger burning and smoking was not confirmed. As received, visual inspection showed the returned charger had no burning smell or damage on the circuit board. The cause of the reported event remains unknown.

Event description:
It was reported that the patient's charger was smoking and had a burning smell. In turn, the nurse gave the patient a new charger, resolving the issue.

Manufacturer narrative:
Date of event is estimated. The reported event of the charger burning and smoking was not confirmed. As received, visual inspection showed the returned charger had no burning smell or damage on the circuit board. The cause of the reported event remains unknown.

Event description:
It was reported that the patient's charger was smoking and had a burning smell. In turn, the nurse gave the patient a new charger, resolving the issue.